Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the carotid artery. A 5.0mmx30mmx135cm (4f) sterling balloon was advanced for dilation. During the procedure, the balloon broke when inflated for pre-dilation. The procedure was completed with another of the same device. No complications were reported, and the patient was stable. It was further reported that the balloon ruptured upon first inflation at about 10 seconds.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the carotid artery. A 5.0mmx30mmx135cm (4f) sterling balloon was advanced for dilation. During the procedure, the balloon broke when inflated for pre-dilation. The procedure was completed with another of the same device. No complications were reported, and the patient was stable.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital.